Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to function as intended with no evidence of manufacturing deficiencies that would lead to insufficient insulin delivery. No evidence was discovered of damage or defects, to the formed needle, that may cause pain at the insertion site. Although no problems were noted, the reported event could not be determined. A small crack was found in the top housing of the device. It is unclear when or how the damage occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose levels reached 543 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother also reported high ketones (20) and a 'burning sensation" at the site. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment per doctor's instruction by phone, pod was changed, a manual shot was delivered, and a 95% temp basal increase for 2 hours was done. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).